Manufacturer narrative:
No button error alarm noted during testing. The device had no button response due to corroded keypad traces. No scrolling numbers display anomaly noted. Unexpected restart alarm wasn't verified due to the keypad anomaly. The device was received with minor scratches on the display window, cracked case at display window corners, cracked reservoir tube lip, and missing end cap sticker.

Event description:
Customer reported via phone call, the insulin pump wasn't working. The device continues to alarm unexpected restart and the numbers keep scrolling up to 200 and then it alarms button error. Customer's blood glucose was 179 mg/dl. Customer stated the numbers were just ramping when the alarm occurred. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.